Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the additional clinical observations were not confirmed. With the exception of the low voltage capacitor, the s-ICD was functioning normally, no other failing conditions were found.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status and the patient received an off-label magnetic resonance imaging (MRI), approved by the physician, as this status does not allow to program MRI mode. The MRI was successful without any patient concerns. It was indicated that the eol status was caused by premature battery depletion. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, some recorded episodes were noticed to have r-waves being label with noise markers presumably caused by low/poor amplitude morphology. This s-ICD remained in service until it was eventually explanted and replaced. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status and the patient received an off-label magnetic resonance imaging (MRI), approved by the physician, as this status does not allow to program MRI mode. The MRI was successful without any patient concerns. It was indicated that the eol status was caused by premature battery depletion. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, some recorded episodes were noticed to have r-waves being label with noise markers presumably caused by low/poor amplitude morphology. This s-ICD remained in service until it was eventually explanted and replaced. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) status and the patient received an off-label magnetic resonance imaging (MRI), approved by the physician, as this status does not allow to program MRI mode. The MRI was successful without any patient concerns. It was indicated that the eol status was caused by premature battery depletion. The s-ICD data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, some recorded episodes were noticed to have r-waves being label with noise markers presumably caused by low/poor amplitude morphology. This s-ICD remains in service and no adverse patient effects were reported.